Manufacturer narrative:
Manufacture date could not be determined.

Event description:
A nurse in (B)(6) conducted a blood glucose test on a patient using the contour plus. She received a reading of 30mg/dl, and the meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Strip information was not provided. Strips were not expected to be returned for evaluation.